Event description:
The customer reported that there were times when the screen blacked out even though it was connected during the installation involving an olympus colonovideoscope. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.